Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had been outside and was sweating profusely due to the hot and humid weather. She noted that she had the insulin pump help up against her body. The customer's most recent blood glucose was 187 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The unit was also received with a cracked case on the display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.